Event description:
It was reported that there was a right hip liner revised due to instability and liner wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown series 1 56mm 10deg lipped 28mm insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.